Manufacturer narrative:
The customer returned the suspected contour next gen meter with serial # (B)(6) and contour next test strips for evaluation. The returned meter was tested with the returned test strips using blood sample, which gave a satisfactory performance. The blood glucose readings obtained with the in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The device identifier # in section d4 was left blank as it could not be determined based on the available model #.

Event description:
The customer from canada called ascensia customer service to receive assistance with her contour next gen meter. During the troubleshooting, it was found that one of her blood glucose readings was not stored in the memory of the meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.